Manufacturer narrative:
Combination product: yes. Neither the whole lead, nor lead fragments were returned for analysis. This report is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD, as well as on the analysis of the ICD itself. The manufacturing processes for the lead and the ICD were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The ICD was subjected to an incoming visual inspection, which revealed no peculiarities. Then, the ICD was interrogated. The interrogation was properly feasible and it revealed the mos1 battery status. The device was implanted for 77 months and 25 charging cycles were documented to the device¿s memory. The memory content of the device was inspected. In the available iegms from november 13th, 2025, noise was observed in the right ventricular channel, which was detected as vf, leading to shock charging as recorded in episode 105. The charging was aborted before delivery using the programmer device. The header of the ICD was inspected in detail. The visual inspection revealed no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened. There was no sign of the reported potentially melted lead connectors. Subsequently the ability of the ICD to deliver therapies was checked. During the bench tests it was noted that the sensing, anti-bradycardia pacing and impedance measurement functionalities of the ICD were impaired, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The visual inspection showed no anomalies. However, during further electrical analysis of the electronic module, two damaged components were identified, which were causing the impaired functions mentioned above. These damages were presumably caused by the strong electromagnetic fields present during the reported ablation procedure when applied in close proximity to the implanted system.

Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2025, ventricular tachycardia ablation was performed from the left ventricle. Radiofrequency might have been used on a location opposite to the rv lead tip. After the procedure, the device was interrogated, and the device was only sensing vf. The farfield signal was flat, and on the rv iegm was only high amplitude oversensing seen. The device change took place on (B)(6). Once the device was removed from the pocket, there were difficulties unscrewing the lead. It appears that the heat from the vt ablation had melted the connectors inside the ICD header. Eventually, the three connectors were successfully unscrewed, and the lead was cut after the yoke and capped. A new lead was implanted along with a new device.